Manufacturer narrative:
This report is being filed under exemption (B)(4) by arjohuntleigh on behalf of the manufacturer (B)(4). The device was inspected at the user's facility by a representative of the manufacturer's sales and service unit subsidiary division, not a direct employee of the manufacturer. Our representative was informed that: the first notice was smoke alarm trigger fire panel on investigation a fire was found the fire brigade called and extinguished the fire; source of fire appeared to be the bed. Room was left safe pending further investigation. Our representative found that the device has fire damage at the head end and is heavily smoke damaged, the mains lead had an area of burnt insulation approx. Midway down the cable, the bed had been moved but representative suspects it could have been laid under the fire damaged area. There was no sign of burning at the mains plug or control box ends of the cable. The control box, actuator and handset cables showed no sign of damage/burning. Also the mattress was burnt approx. 1 quarter at head end as attached picture and sustained serious damage. Although the bed was unsafe to use on mains electricity due to the damage to the mains lead's insulation, the bed was fully functional on the battery back-up with all parts operating correctly. Back rest ok, knee break ok, up and down ok. Cabling on top of the bed is part of the nurse call system and a pressure pad sensor placed on the floor both system's use a 9v battery and bell wire round cable. We can confirm that the bed involved in the incident is a minuet 2, model number 160ca2a1a, serial number (B)(4) which was manufactured on february 09, 2011. The minuet 2 bed was first placed into market in 2004, and since that time we have sold over 35,000 of these beds worldwide. We have reviewed our post market surveillance and we have not had any other similar incidents reported to us. Further investigation is necessary and additional information will be provided following the conclusion of the manufacturer's investigation.

Event description:
It has been reported: minuet - reported fire, bed 'suspected' as the source mr (B)(6) (maintenance for the nursing home) was called in as the result of a fire. Fire service attended and fire report indicates the bed appears to be the source of the fire. No injuries as resident in day room when smoke detector alarmed. Customer requires urgent visit as they want other beds checked.